Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found that the laser would sometimes not come on. The fse replaced the flex cables to resolve the problem. The customer ran the system for a week to check operation. All barcodes were read properly. The instrument was tested without problem and was returned to expected operation.